Manufacturer narrative:
Visual examination of the returned device found the tip was fractured. Subsequently, the device was sent for fracture analysis. The fracture was located 40 mm from the probe¿s distal tip. An optical image of the probe¿s fractured surfaces show rough grainy appearances. This suggests the probe underwent a quasi-static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the tip breaking and twisting cannot be determined with the information provided. However, fracture analysis results suggest a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet received.

Event description:
The probe was fractured in two, damaging the surgeon's finger.